Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause was an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.